Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device: cannot locate/unable to find coil that was seen on x-ray and when procedure was done they could not find them"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included anxiety since 2016, depression since 2016 and tubal ligation. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2010, the patient experienced bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of coil) and surgery (ablation). At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: dislocation . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received, reporter information added, plaintiff demography added. Product indication added. Lot number received, events added as:- abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dental problems, abdominal pain, did not undergo essure confirmation test incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device: cannot locate/unable to find coil that was seen on x-ray and when procedure was done they couldn't find them"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included anxiety since 2016, depression since 2016 and tubal ligation. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2010, the patient experienced bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of coil) and surgery (ablation). At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: cannot locate/unable to find coil that was seen on x-ray and when procedure was done they could not find them'), perforation ('perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal') and menorrhagia ('abnormal bleeding (menorrhagia) / heavy bleeding') in an adult female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida and parity 2 ((B)(6) 1994 and (B)(6) 2005.). Concurrent conditions included anxiety since 2016, depression since 2016 and tubal ligation. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), morphine sulfate, norethisterone acetate (norethisteron) and simeticone (mylicon). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2010, the patient experienced bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (ablation, essure removed, novasure endometrial ablation. Bilateral tubal fulguration and surgical removal of coil). At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, pelvic pain, bladder disorder, urinary tract disorder, tooth disorder and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, device dislocation, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in date of insertion as it was reported as (B)(6) 2008 and date of removal as (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: results: negative. X-ray - on an unknown date: results: dislocation. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received : new event perforation was added. Incident category was updated to serious for event vaginal haemorrhage due to ablation was added as treatment. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: cannot locate/unable to find coil that was seen on x-ray and when procedure was done they couldnot find them'), perforation ('perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal') and menorrhagia ('abnormal bleeding (menorrhagia) / heavy bleeding') in an adult female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida and parity 2 ((B)(6) 1994 and (B)(6) 2005). Concurrent conditions included anxiety since 2016, depression since 2016 and tubal ligation. Concomitant products included hydrocodone bitartrate; paracetamol (norco), morphine sulfate, norethisterone acetate (norethisteron) and simeticone (mylicon). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2010, the patient experienced bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), tooth disorder ("dental problems") and abdominal pain ("abdominal piain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (ablation, essure removed, novasure endometrial ablation. Bilateral tubal fulguration and surgical removal of coil). Essure was removed in (B)(6) 2010. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, pelvic pain, bladder disorder, urinary tract disorder, tooth disorder and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, device dislocation, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in date of insertion as it was reported as (B)(6) 2008 and date of removal as (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: results: negative. X-ray - on an unknown date: results: dislocation. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Lot number: 626504, manufacturing date: 2008/01, expiration date: 2009/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2010. At the time of the report, the device dislocation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.